Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and lymphadenopathy.

Event description:
Healthcare professional reported a left side intracapsular rupture, positive adenomegaly, pain, and per MRI "voluminous, discreetly asymmetric breasts, retroglandular breast prosthesis, the left one shows signs of intracapsular rupture without collapse, moderate amount of periprosthetic fluid on the left. Scattered fibroglandular parenchyma with mild background parenchymal enhancement". Device remains implanted.